Event description:
It was reported that pump experienced malfunction with code malf 16 that could not be reset, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, resent field correction notice, and instructed customer to place malfunctioning pump in storage mode, return it within 10 days using provided materials, and then program pump settings and reconnect continuous glucose monitor on replacement device.